Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. Considering the surgical methodology, it was seen that the dentist has used more drills than recommended to perform the implant installation. Moreover, the dentist reported that the implant was immediately installed in an alveolus with signs of injury/ infection.

Event description:
(B)(6) ¿ the dentist reported that almost 2 months after the dental implant was installed in intraoral region 13#, its non-osseointegration was observed. Moreover, the patient presented insufficient bone quality/quantity (bone type IV).